Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (1200mcg/ml at 40000mcg/day), bupivacaine (21mg/ml at 7mg/day), clonidine (600mcg/ml at 199.73 mcg/day), and gabapentin (27mg/ml at 8.988mg/day) via an implantable infusion pump. Indication for use was spinal pain. It was reported that the patient had been admitted to the hospital with overdose symptoms. The consumer reported that patient had a refill on (B)(6) 2016 and the patient started having overdose symptoms around 7pm. The hcp reported that the expected reservoir volume was approximately 4ml and they withdrew 0ml. The pump logs were checked on (B)(6) 2016 and there were no active alarms there had been no logged events since (B)(6) 2016. It was noted that no actions had been taken as of the time of the report and no troubleshooting had been done since the patient's admission into the hospital. The consumers had requested that the hospital staff manage the pump. It was noted that the patient's medical history and status were unobtainable. Further follow up was done to determine the cause of the volume discrepancy, if troubleshooting had been done, if diagnostics had been performed, if any actions/interventions took place, the cause of the overdose symptoms, and if the symptoms had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and an hcp on (B)(6) 2019. It was reported that the pump was explanted for overinfusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(4) 2019. It was reported that the patient heard a single tone alarm about three months ago (relative to (B)(6) 2019) and a dual tone alarm starting on (B)(6) 2019. The patient's pump was shut off. It had malfunctioned in 2016, and the malfunction was due to overinfusion and underinfusion. The patient reportedly spent a week in the hospital and the pump almost killed the patient. It was noted that no alarms were heard at that time. The patient was getting the pump explanted due to the malfunction in 2016. It was noted that the patient also heard an alarm "back in the day" and when asked to clarify if this was in 2016, the patient's wife said "no, there was no alarm." It was indicated that the current alarm was consistent with pump alarms, and it was also noted that the pump was near expected elective replacement indicator (eri). The patient did not have a current managing hcp. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had a battery failure, catheter failure, delivery failure, motor stall, and pump failure resulting in a failure of therapy, hospitalization, overdose, pain and surgery on (B)(6) 2016.